Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n165813, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v593230, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v593230, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient's wife reported the patient was at the ER the night prior to the report. He had to turn the therapy off, otherwise it was zapping him. The patient's right back was swollen. The lead wire had moved from the right of the spine to horizontal of the spine (right on top of it). The patient had this system implanted as peripheral stimulation. The patient went on a t34 war bird a week and a half ago, where there was a lot of g-force on him. Also, he hit the staircase a week ago. He was using stimulation after he hit the staircase. The issue didn't start up until (B)(6) 2015, although he reported difficulty sleeping the night prior. The caller also mentioned something about neuroma in the patient's chest. A CT scan was done and it looked fine per caller. Follow-up on (B)(6) 2015, showed no other troubleshooting has been done. The implantable neurostimulator (ins) was currently off. No appointment has been scheduled yet with the physician. If additional information becomes available, a follow-up report will be submitted.